Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon string pulled out during removal and was able to manually remove it. Multiple attempts made to further obtain information regarding usage of product however no further information has been received.